Manufacturer narrative:
DHR, analysis of maintenance records and quality notifications were carried out, and no deviations associated with the batches in question were found. Unfortunately, as no samples or photos were provided by the customer, we are unable to conduct a detailed investigation or determine the root cause of the reported incident. Based on the information available, we cannot confirm the validity of the complaint. Our manufacturing process is validated against defined acceptance criteria, and the incident identified in this complaint will be monitored to assess trends. As this occurrence does not exceed the batch's acceptable quality limit (aql), no additional corrective or preventive action is proposed at this time.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd ser plas 1ml 13x3,8 u-100 150 demonstrated a volumetric accuracy issue. Verbatim: after injecting the entire contents of the insulin syringe, when they removed the needle from the patient, they noticed that up to 6 units were still left in the syringe.